Manufacturer narrative:
The customer was sent replacement breastshields.  The customer indicated in her email on (B)(6) 2016 that her mastitis was improving but not completed healed yet.  A medela clinician tried to contact the customer on 10/09/2016 to get additional information on her mastitis condition but has not received a response. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant.   The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis."  Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
The customer reported to customer service on (B)(6) 2016 that she had a fit issue with her breastshield being too large and she had developed mastitis, along with a milk blister that opened and got infected. The customer emailed back on (B)(6) 2016 stating that she was taking the antibiotic clindamycin to treat her mastitis which began on (B)(6) 2016.